Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. However, it was noted during the evaluation that the image was wobbling due to a loose coupler stopper ring and discoloration of the cable was present. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, was identified during reprocessing. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (loss of image) was unable to be duplicated. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.